Manufacturer narrative:
Device evaluated by MFR: product analysis of fc-6-15-3d, lot#223455805 damage location details: the framing coil was returned within the introducer sheath which was found to be applied correctly with the wavelock facing towards the proximal end. The pusher was found to be broken at ~ 8.5cm from the proximal end with the inner released wire pulled; however, the framing pushwire was also found to be bent within introducer sheath at ~13.5cm from the distal end. No damages were found with the introducer sheath. The implant coil was found to be detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the framing coil could not be used for resistance testing with an in-house catheter due to its damaged condition conclusion: based on the device information and the reported information, the customer¿s report of ¿coil resistance/stuck at catheter hub¿ was confirmed. The pusher was returned broken with release wire pulled and found to be bent within introducer sheath. The framing coil can become damaged if advanced against resistance. Possible causes for resistance at catheter hub are, but not limited to failure to use a compatible microcatheter for delivery, sheath damage, improper hubbing technique (sheath not properly seated in hub/excessive tightening of the rhv), or catheter hub transition. Improper hubbing technique and catheter hub transition could not be ruled out as potential causes. The sl-10 microcatheter used for the event was not returned. Therefore, the condition of the sl-10 microcatheters could not be assessed. Per an online source, the sl-10 microcatheter has an ID (inner diameter) of 0.0165¿ (0.42mm). As per the IFU, ¿framing coil should only be delivered through a microcatheter with a minimum inside diameter of 0.0165¿ ¿ 0.017¿ with two marker bands.¿ therefore, the sl-10 microcatheter was found to be compatible with the framing coil. The root cause could not b e determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance at catheter hub when prof. Put the axium coil in the catheter. So prof. Used another coil and the case was done. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include an sl-10 microcatheter . New information received. The coil came out of the introducer sheath smoothly. There was no kink/damage to the coil observed after removal.